Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl associated with a pump issue. It was reported that the patient¿s bg meter read ¿hi¿ and their eyes and legs felt ¿funny¿. Reportedly, the patient discontinued the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump randomly loses all its basal settings and that there was no power to the pump. The reporter was unwilling to check the basal settings in the pump with customer technical support (cts). This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump not holding the basal settings and allegedly losing power.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: there were unexplained pump reboots observed in the black box on (B)(6) 2014 at 13:22; deliveries resumed when the pump was primed at 15:27. The battery compartment was cracked, but no damage was found to the battery cap. The returned battery cap fully attached to the pump. A 24 hour duration test was successfully completed with no power interruptions duplicated. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. The pump cover was removed with no evidence of internal moisture or damage found to the power circuit. Unrelated to the original complaint, the audio bolus button was torn, but was fully responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.